Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 19-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 30 mg/ml morphine (compounded) at 9.8 mg/day. It was reported that the patient had a pump replaced (B)(6) 2020 for normal battery longevity and post replacement the patient was having increased pain. Today ((B)(6) 2021), the doctor attempted to do a catheter access port (cap) dye study and was unable to access the cap (he was hitting a flat surface that felt like metal). The rep was wondering about x-ray and pump anatomy. They discussed a ap x-ray view and the catheter and pump connector being in a clockwise rotation and a lateral x-ray view with the pump bellows towards the inside of the patient¿s body. The doctor checked this while on the phone and found the pump to be flipped. The doctor mentioned the pump seemed loose in the pocket. They then discussed revision and checking catheter integrity.

Event description:
Additional information was received from a healthcare provider who reported that the patient had surgery on (B)(6) 2021. The patient¿s catheter was replaced.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2021. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot# (B)(6), ubd 2016-12-19, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H1 update: the type of reportable event was changed from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. H6 correction: the device code c63075 was previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was flipped so the catheter access port (cap) was facing internally. The cause of the flipped pump was not determined at this time. The physician was referring the patient another physician for surgical consultation and subsequent intervention. The healthcare provider¿s office did not have a date for the appointment; there was no further information. The flipped pump and inability to access the cap had not yet been resolved. The patient¿s weight was unknown.